Event description:
After placing a drug eluting stent in rca #3 (80% stenosis with no calcification), the flow deteriorated and this device (thrombuster ii) was employed for thrombus aspiration. When the device was tried to pull back after the thrombus aspiration procedure, the guiding catheter (gc) with the device jumped at the orifice of the coronary artery. The physician felt a strong resistance when the distal tip of the device came close to the orifice of the gc. When the device was forced to pull out of the pt, the distal tip of the device was found sheared off. The physician tried to locate the lost distal tip by using x-ray cine-scope, but it was not found in the pt's coronary region. Since no relevant symptom was observed on the pt, no intervention to take out the tip, possibly remaining in the pt's vessels, was performed.

Manufacturer narrative:
The device concerned "thrombusster ii" has never distributed in us, however, is a similar device with "xpress-way rx extraction catheter" distributed in us under 510(k) # k101839. The structure of the aspiration lumen is different with each other. The actual product used was returned and investigated: the distal tip with the guide-wire lumen was sheared off and the aspiration lumen (the catheter shaft) where the distal tip was mounted was torn. The distal tip, which is probably still remained in the pt's vessel, was not included in the returned product and not available for the investigation. The device history record (DHR) of thrombuster ii with lot number kp082052 in which the concerned individual device is included, was reviewed and no nonconformity or abnormality was found in its mfg processes. The device met its material, assembling and product specifications. It was reported that the physician felt a strong resistance when the distal tip of the thrombuster ii came close to the orifice of the guiding catheter (gc), and the device was forced to pull out of the pt. As a possible cause, we speculate as follows: it might be possible cause, we speculate as follows: it might be possible that the guide-wire (gw) formed a loop or a bend in the space between the proximal end of the guide-wire lumen of the device through the gc, so that the device was stuck with the gc. Such the situation may happen when thrombuster ii is retrieved into a gc too quickly and/or too strongly. An excessive force to tear off the distal tip from the catheter shaft was given by forcibly retrieving the device into the gc so that the distal tip was sheared off.